Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needles experienced product damage/deformation with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: material no.:309579 batch no.:9175481. The administrator at the user facility emailed me stating they have opened four syringes that have had cracked barrels. The ref number 309579, which is 3ml syringes w/ 20g x 1 1/2 in. Needle. The lot number on them is 9175481. She said it isn't a huge deal but wanted to let us know and how odd it was. The box and packaging that they came in have not showed any signs of damage.

Manufacturer narrative:
H.6. Investigation: one loose 3ml syringe and an opened blister pack from batch 9175481 (p/n(B)(6)) were received and evaluated. It was observed the issue was a lengthwise crack in the barrel of the syringe extending from the 0.5ml to the 2.5ml marking, which was rejectable per product specification. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9175481 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9175481 is considered in compliance with our product specification requirements.

Event description:
It was reported that 4 bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needles experienced product damage/deformation with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: material no.: (B)(6) batch no.: 9175481 the administrator at the user facility emailed me stating they have opened four syringes that have had cracked barrels. The ref number 309579, which is 3ml syringes w/ 20g x 1 1/2 in. Needle. The lot number on them is 9175481. She said it isn't a huge deal but wanted to let us know and how odd it was. The box and packaging that they came in have not showed any signs of damage.